Manufacturer narrative:
The vss software template settings were checked, and no issues were observed. The investigation is ongoing.

Event description:
The initial reporter complained of an issue with the patient data printed on labels using vss software version 12.5.4 with a benchmark ultra system. The customer alleges that the labels with patient information were incorrect, specifically the block number.

Manufacturer narrative:
The investigation determined the event was not due to the ventana system software (vss) running on the benchmark system. The labels with patient information are received from the customer's laboratory information system (lis) and are printed through vss. The affected data corresponds to a custom field mapped to a "workflow" attribute, which contains the block ID. In this case, the "workflow" field is an order-type attribute, treated as non-updatable once staining has started. Therefore, the values provided by the lis were ignored, and the previously stored "workflow" value was reused, which led to incorrect block data appearing on the label. The investigation determined the event was due to a configuration issue of the navify pathology lab hub (nplh) middleware. Nplh is not a medical device but an integration solution with vss to share pathology case information. Due to the incorrect configuration of the nplh middleware and the use of a non-updatable "workflow" field, the lis messages were accepted but the field modification was ignored as per product design. The issue has been resolved at the customer site. The customer's system configuration was updated to ensure the proper handling and propagation of messages by the nplh middleware.